Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found the incorrect value selected in the menu. The se changed the setting resolving the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the tidal volumes on a 980 ventilator was not displayed on the screen. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.